Manufacturer narrative:
(B)(4). Method: device internal memory was reviewed. Conclusion: the event analysis the user is requesting was more than 2 months ago. The data for this event was automatically erased after 30 days as per specs of the device. There was no fault found with the device.

Event description:
The user is requesting an internal memory analysis of recent device activity.